Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3a; b5; b7; d2a; d2b; d4; e1; g1; g3; h1; h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. The device history record was not reviewed due to part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is unknown: the date of article publication was inserted. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products: unk femoral lot#: unk, unk bearing lot#: unk. E1: ph number: full number did not fit within space requirements: (B)(6). G2: china g2: literature citation: zhang l, ning y, yang c and he t (2025) limiting tourniquet use during total knee arthroplasty improves short-term postoperative outcomes in patients with hypertension. Front. Surg. 12:1535662. Doi: 10.3389/fsurg.2025.1535662. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one patient reported anterior knee pain post-op, no timeframe of onset or treatment provided within the article. Due diligence is in progress for this complaint; to date no additional information or product has been received.